Event description:
It was reported that the patient's inflatable penile prosthesis left cylinder was ripped in half. The system was replaced with a 100 ml reservoir, pump, and 21 cm x 12 mm cylinders. Boston scientific has been unable to obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported that the patient's inflatable penile prosthesis left cylinder was ripped in half. The system was replaced with a 100 ml reservoir, pump, and 21 cm x 12 mm cylinders.

Manufacturer narrative:
Cylinder tear reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of input tube wear and avulsion. The cylinder had broken fabric threads and was in two pieces. The other cylinder and reservoir performed within specifications. The pump was not functionally tested due to the cylinder leak. No DHR, labeling review, ship history, or risk review required per cis product investigation wi, (B)(4). Based on a thorough review of the reported complaint, the most probable cause for this complaint was considered unintended use error caused or contributed to event. This complaint investigation conclusion code is utilized for the interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. Based on the results of this investigation, no escalation is necessary. If further information is received at a later date, the product investigation will be reopened to address the additional information.